Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface module. The system operates as intended.

Event description:
The customer reported that the remote user interface was not working. This would cause a loss of motorized movements. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.